Event description:
On (B)(6) 2014, the reporter contacted animas, and alleged that the patient¿s ¿pump had deteriorated.¿ no further information was available. Customer support made several attempts to contact the reporter in follow up, however, the reporter did not respond. This complaint is being reported because the reported issue was not able to be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/09/2014 with the following findings: there was no evidence supporting the original complaint. Only normal signs of wear and tear due to use was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.